Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 mechanical circulatory support device was implanted on (B)(6) 2025, in a 64-year-old male for treatment of cardiogenic shock as a bridge to heart transplantation. On (B)(6) 2025, the patient was transported to the operating room for the planned heart transplant procedure. During transport and preparation, the device generated an alarm indicating the presence of air within the purge system. Standard troubleshooting measures were performed in an attempt to remove air from the purge line. The patient remained hemodynamically stable throughout. The clinical team replaced the purge tubing and purge fluid, and an additional purge cassette was opened and used. The heart transplant procedure proceeded, and the impella 5.5 pump was removed and discarded as part of the surgical process. The purge system alarms resulted in a delay as the team worked to resolve the issue; however, the patient appeared to remain hemodynamically stable for the duration of troubleshooting and the operative course. Of note this incident occurred past the recommended duration of a 5.5 pump.

Event description:
Additional information indicates that the device was not available for return. The intervention for the alarm was described in the narrative and were successful. There was no harm to the patient, and the pump was successfully explanted, and the patient received a new heart transplant. Interventions: received an air in purge alarm - attempted to deair the system via the purge menu. After deair aic alarmed controller failure. The pump flow maintained at 4.7l/min. Patient was hemodynamically stable and did not require any additional medical interventions(i.e. Drugs). Unable to perform another purge deair d/t aic not responding. A pressure bag with d5w was inflated to 300mg/hg and was connected to purge sidearm to maintain purge flow. When purge pressure was achieved the aic alarm resolved which allowed the perfusion team to change the purge cassette & bag via the purge menu. After the change out another air in purge alarm detected. They were instructed to inspect the entire line again. Leaking purge fluid was noted at purge disc. Instructed to open another purge cassette and perform a purge bag & cassette. Which successfully resolved all alarms . Purge pressure maintained throughout the remainder of the case. Patient unharmed. Both purge cassettes were returned to company.

Manufacturer narrative:
Additional information has been provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was provided in d9. The device has been received for evaluation, and the investigation is underway. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.